Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was 7.9 mmol/l at the time of incident. Customer reported that they keep getting white screen on insulin pump. Customer reported that it happens randomly but it happens more and more now. Customer reported that its the second time she reports this. Customer reported that she is feeling very unsure about the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display or unexpected white screen noted during testing. Unit functioning properly.